Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, depression, pain, malaise, anxiety-product/procedure, varied injuries-ndr.

Event description:
Patient reported "my breast implants are affected by your recall. I'm planning an en-bloc resection." Patient representative later reported right side chest pain, constant tiredness, capsular contracture baker grade iii, and depressive stress disorders. Patient representative also reported sleep disorders which is not device related. The device remains implanted.

Event description:
Patient reported "my breast implants are affected by your recall. I'm planning an en-bloc resection." Patient representative later reported right side chest pain, constant tiredness, capsular contracture baker grade iii, and depressive stress disorders. Patient representative also reported sleep disorders, tiredness and wears out very quickly which are not device related. Device has been explanted.